Event description:
Fmc canada reporting an internal "bloodleak". This reported incident was the second leak for this pt on this day. Leak occurred at initiation and extracorporeal blood was discarded. There was no reported medical intervention or adverse effects as a result of this leak. Estimated blood loss 200 cc. Total blood loss to pt was 400 cc as a result of both reported "blood leaks". Transfusion was not necessary. Non-reuse. No sample available.